Event description:
When hanging IV piggyback bag , the primary 0.9 ns 500 cc bag was noted to feel wet, and with pressure, a small drop of fluid would exit at the bottom of the bag next to the port for spiking.